Event description:
Reports false negative flu a confirmed by pcr performed the next day. Patient was symptomatic.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone